Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi and an output anomaly was confirmed in the laboratory. The cause of the backup vvi was a power-on reset. The device was tested on the bench and a high voltage output transistor was found to be damaged. The cause of the damaged output transistor is believed to be a damaged lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was successfully resuscitated from vf by external defibrillator. Patient received inadequate shocks from the device. During device interrogation, device was found in back-up vvi mode with therapy off. Muscle stimulation was noted on the right side of patient's thorax. Physician decided to replace the system. Device was explanted and replaced.